Manufacturer narrative:
On receipt of the maude report during the week of (B)(6) 2011 regarding this issue, mediware researched our files of customer complaints and have located what we believe is a report directly to mediware that describes this issue. At the receipt of the original report in (B)(4) 2010, mediware evaluated the issue and determined it did not require reporting. On receipt of the maude report we reevaluated the original report. The maude report clarified the issue of product recall due to mislabeling. We believe that the original call to mediware originated from (B)(6) and was entered into our customer records on (B)(4) 2010. Base on our reevaluation and clarification of the issue, mediware has made a decision to report this issue. Mediware did not receive any reports of serious injury or death regarding this issue. We believe the issue resulted in a user error in set-up.

Event description:
A customer reported that they conducted a blood product recall because of a mislabeling (reference MDR report key (B)(4)). Mediware's investigation of the incident indicated that the customer had an inappropriate user configuration of the test (B)(6)within mediware's lifetrak lab software. Consequently, the lifetrak lab software did not update the donor's status when moving the results from lifetrak lab to lifetrak donor. An available report and query in the system identified units with tests that remained unscheduled, including there (B)(6) tests, which would not have results transferred as needed due to the test configuration selected. In addition, for some of the units, the discrepancy check failed in lab. This failure would have been caught in a redundant later process if the results had been updated in lifetrak donor. Since the test configuration cmv prevented late cmv results from moving to donor, this check failed. The modification for the first discrepancy check of discordant results was released to customers prior to the report of this occurrence. This resulted in blood units from a previously tested (B)(6) donor being labeled as (B)(6) based on actual testing on those units indicating them as (B)(6).